Event description:
It was reported that this lead was an attempted implant. During the procedure, while placing the lead at the left bundle branch pacing area, it was not possible to extend the helix deeply into the tissue which resulted in the lead knotting and the final impedance was greater than 3,000 ohms. The lead was replaced, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead helix was deformed (bent). Twists were also observed in the outer insulation throughout the lead body as well as a bend in the lead body, with deformed outer coils approximately 575 mm from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity and measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lead lumen.

Event description:
It was reported that this lead was an attempted implant. During the procedure, while placing the lead at the left bundle branch pacing area, it was not possible to extend the helix deeply into the tissue which resulted in the lead knotting and the final impedance was greater than 3,000 ohms. The lead was replaced, and the procedure was successfully completed without adverse effects. The lead was received for analysis.